Manufacturer narrative:
No repair was requested and no parts were returned. The support arm is a casting and it most probably developed a crack at an earlier occasion either by overloading or impact and this led to the reported breaking. The support arm has been successfully tested for mechanical strength and is designed according to standard. The root cause of the reported damage has not been determined.

Event description:
It was reported that the support arm broke. There was no patient harm. Manufacturer's ref #: (B)(4).